Event description:
It was reported that the right atrial (ra) lead was capturing the ventricle. The pocket was opened post operatively to ensure the leads were connected to the correct ports. The leads were connected correctly. It was noted that the ra lead was implanted in a low position of the atrium. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.